Manufacturer narrative:
Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an epic biliary stent was used to treat a 5mm cholangiocarcinoma during a bilateral stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement procedure. During the procedure, the stent was unable to deploy even after complete rotation of the thumbwheel. The technician also tried the pull deployment method but the stent was still unable to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.